Manufacturer narrative:
A4: patient information: weight b5: event description: additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information: no, the pushwire did not take out, used solitaire fr to take it out twice but failed, so gave up. There were no any actions/interventions planned to remove the broken device, because the blood flow was normal after the surgery. Not any images available for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal tip of the pipeline pushwire broke off in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured, aneurysm in the cavernous sinus segment with a max diameter of 12mm and a 7mm neck diameter and a landing zone of 3.8x4.2mm. It was noted the patient's vessel tortuosity was normal. It was reported that during the release of the pipeline stent, the radiography of the tip of the stent showed the guidewire broke and remained in the patient's body. After several attempts to catch it with the solitaire, the surgery was finally stopped. The pushwire had broken in the distal segment, and not removed from the patient. The tip's development showed the connection joint between the coil and distal mark. It was noted the patient had no complications, and the healthcare provider (hcp) discarded the product directly after the surgery. No friction or difficulty was noted and the pipeline was successfully implanted.